Event description:
The lay user/patient contacted lifescan (lfs) on september 25, 2006 alleging that the penlet does not fully penetrate his finger. A medical affairs specialist (mas) mailed a letter since the user could not be reached for further clinical information: in 2006 the patient attempted to test his blood glucose; however, the lancet did not fully penetrate his patient's finger. He felt dizzy at the time of testing. The patient was unable/unwilling to verify whether he took anything after attempting to use the meter. The patient needed assistance from a medical professional and was tested on the physician's meter and obtained a reading around 290-300 mg/dl and "high" around 2:00-3:00 pm. In the hospital the patient was treated with oral medication. No further clinical information was provided about the incident. The patient was using a regular cap on the penlet and the depth setting was set correctly. The patient was unable/unwilling to review the proper technique in collecting a blood sample with the customer care advocate (cca). Cca sent the patient a replacement meter and penlet. It would have been helpful to know the patient's diabetes regimen, how long the patient ws having an issue with the penelt and how long the patient was unable to test on his meter. The complaint is being reported because the patient was unable to test his blood glucose and was experiencing symptoms. The patient received medical treatment (oral medication) by a medical professional.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.